Event description:
Agency name: xxxxxx when did it occur? : after use needle injury: no other treatment: no were the returned items used? : yes if used, was anything adhered to it? : nothing in particular return quantity: enter a number if an applicable product is returned about 60 units details of the event (timeline, history, etc.): after using the needle, it often cannot be removed. There were no problems for the first 2 times of use, but after that, no matter how many times the client tried. After that, the needle would not come off easily. The manufacturer of the insulin product was also contacted, but if they could not get it off, they were informed to use a towel and pliers to remove it.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.